Event description:
It was reported that the system was working fine after having issues with unknown codes. The user then experienced the same codes and finally the system froze and the pt expressed pain. The pt has a welt on the cheek.

Manufacturer narrative:
User received numerous code prompts directing them "if the problem persists please see the users manual for further info or contact user support." User did not contact ulthera user support until after the event occurred.